Event description:
The customer's husband reported via phone call that the customer had a no delivery alarm during manual priming. Customer tried pushing insulin through the transfer guard and it worked. However, once it was connected back to the mio, it won't go through. Customer tried the pump and received a no delivery at 3 units. Customer stated that she is going to see the doctor today. Customer's blood glucose was 136 mg/dl at the time of the incident. Customer has no more sets. Customer was not able to push the insulin through with the plunger. Customer stated that the insulin did not exit. Customer was advised to change the entire infusion set system as soon as possible.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.